Event description:
The lay reporter contacted lfs in 2009 alleging an error 1 message on her mother's one touch ultra mini meter. A medical surveillance specialist (mss) contacted the reporter however, the reporter did not want to speak to mss; therefore, mss was unable to obtain further clinical information. The reporter mentioned that alleged issue with the error 1 message began in the morning eleven days earlier. The reporter was unable/unwilling to verify whether the patient exhibited any symptoms. The patient did not take any diabetes medication. The night the patient was taken to the ER and was tested on another device; however, the reading was not provided. The patient was treated with insulin in the hospital. The products were replaced. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, whether the patient exhibited any symptoms, why the patient was taken to the ER and reading on the ER meter. The complaint is being reported since the reporter mentioned that due to the error 1 message, the patient had to seek medical attention and receive medical treatment in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.